Event description:
It was reported by the customer that the pyxis medstation es system had tower door latch failure and delaying patient care. The customer stated that the user unable to dispense medications due to storage space failure that created a delay in dispensing medication. The customer was unknown about the period of delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6)2022 to (B)(6)2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the pyxis medstation es door latching mechanism repeatedly clicked and failed constantly. A field service engineer replaced the faulty parts into the device. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the doors failed due to a faulty latch. The field service engineer replaced faulty latch assembly to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system had tower door latch failure and delaying patient care. The customer stated that the user unable to dispense medications due to storage space failure that created a delay in dispensing medication. The customer was unknown about the period of delay. There were no adverse events or injuries reported based on this event.